Event description:
Complainant alleged that the medics analyzed a pt, who was found unconscious in their vehicle and vital signs absent (vsa), presenting a ventricular-fibrillation heart-rhythm and received a "no shock advised" prompt. The medics entered manual mode operations and continued to treat the pt. The pt subsequently expired.